Manufacturer narrative:
Unit had intermittent act button response due to flattened buttons dome switch. No unlocked lcd keypad connector noted. Unit passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump were unresponsive. The act and esc buttons did not work properly. Customer's blood glucose level was 80 mg/dl. Her blood glucose level dropped from 100 mg/dl to 80 mg/dl within a minute and sometimes it dropped to 50 mg/dl. She treated her low blood glucose level with food and glucose tablets. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.